Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced diabetic ketoacidosis and hyperglycemia. The customer blood glucose level was over 600 mg/dl and it was read on the meter. The customer was declined troubleshooting for high blood glucose. Customer stated that she inserted the set, and the needle was broken off and was lodged in the cannula in her abdomen. Customer stated that she took it off and could barely see the needle protruding out of the quick release, so now she is in diabetic ketoacidosis. Customer stated that introducer needle was not hard to remove, in 90 degrees angle the introducer needle was removed. Customer stated that introducer needle was not still in the skin. Customer reported that they did not receive medical treatment as a result of needle fracturing while in the body. The insulin pump will not be returned for analysis.